Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as possible failure in the patient's operation. The peritonitis was manifested by abdominal pain and nausea. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with vancomycin (at a dose of 1g diluted in 10 ml and out 2 ml in each exchange) and ceftazidime (at a dose of 1g for shock treatment, intraperitoneal) followed by ceftazidime (at a dose of 1gr diluted in 8 ml and put 2 ml in each exchange for maintenance treatment, intraperitoneal, for 21 days) for bacterial peritonitis. At the time of this report, the patient has not recovered from the event, further specified as "okay". Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was recovering from peritonitis, abdominal pain and nausea. Should additional relevant information become available, a supplemental report will be submitted.